Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 198 mg/dl after eating without announcing the meal, then initiated and completed an infusion site change with guidance. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.